Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager balloon catheter had crossed the lesion; however, the balloon ruptured when pressurized to 6 - 7 atm below rated burst pressure. It seemed that the calcification had contributed to the rupture but the calcification was not heavy. Another voyager balloon catheter was used to complete the procedure. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - prod performance engineering reviewed the incident info and determined that factors that may contribute to balloon damage may include, but not limited to, mfg, materials, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The pt anatomy was described as mildly calcified and moderately tortuous, which may have contributed to the reported difficulties as mentioned in the case description. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported balloon rupture.